Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented with radiolucency around the apex of implant at tooth site #3. This was confirmed during a routine hygiene exam. The implant was removed and the bone and tissue were grafted. Afterwards an attempt was made to debride the affected area. Symptoms as a result of the event: abscess, pain and inflammation.